Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming was performed on the rv lead.

Manufacturer narrative:
Continuation of d11: ddmb1d1 ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered an alert for undefined high pacing impedance. The rv lead also exhibited oversensing and high threshold. The rv lead remains in use. No patient complications have been reported as a result of this event.